Event description:
It was reported, that the pump delivered less insulin than requested for a bolus. The customer's blood glucose ranged from 124-125 mg/dl. The customer alleged the pump was not delivering a bolus as intended. However, this could not be confirmed. The customer reverted an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.